Event description:
On 24th november 2025, rayner received notification from its distirbutor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that the initial injection progressed very smoothly; however, when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance occurred when the plunger was depressed. The surgeon continued with injection and on implantation into the eye the haptic and optic were observed to be damaged. The iol was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the initial injection progressed very smoothly; however, when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance occurred when the plunger was depressed. The surgeon continued with injection and on implantation into the eye the haptic and optic were observed to be damaged. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. No further action is required. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 114257601 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 114257601. The verbatim report received states that when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance was felt by the surgeon. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The information available indicates that the lens became trapped (the mechanism by which this has occurred cannot be established) and that against the IFU, the surgeon continued with injection and delivered the lens in a damaged condition into the eye. Failure to follow the IFU is the likely contributory/causative factor of the lens being delivered damaged into the eye in this case. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were firmly closed, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled and the injector parts were inspected under x10 magnification. The inspection did identify damage to the plunger tip, when removed, the plunger soft tip was ripped off. The lens was returned in a vial. The iol was returned intact (in one piece) and a piece of the optic edge was identified to be missing, and damage was also observed to one haptic, therefore confirming the event as reported. To facilitate further testing of the injector, the injector was re-assembled. 1x rayone aspheric 600c from rayner stock and was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection confirms the event as reported; however, has not been able to identify the root cause of the event. Product testing confirms the rayone injector performs as intended/per design and although we cannot establish root cause it is therefore possible to exclude an injector related cause for the event.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the initial injection progressed very smoothly; however, when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance occurred when the plunger was depressed. The surgeon continued with injection and on implantation into the eye the haptic and optic were observed to be damaged. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. No further action is required. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 114257601 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 114257601. The verbatim report received states that when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance was felt by the surgeon. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The information available indicates that the lens became trapped (the mechanism by which this has occurred cannot be established) and that against the IFU, the surgeon continued with injection and delivered the lens in a damaged condition into the eye. Failure to follow the IFU is the likely contributory/causative factor of the lens being delivered damaged into the eye in this case.

Event description:
On 24th november 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that the initial injection progressed very smoothly; however, when 1/3 of the iol was out of the nozzle, the iol suddenly got stuck and resistance occurred when the plunger was depressed. The surgeon continued with injection and on implantation into the eye the haptic and optic were observed to be damaged. The iol was explanted and exchanged during the original surgery session.